Event description:
Rptr noted posterior capsule tear occurred during I/a. Felt the curved tip of the I/a handpiece was not completely smooth, and had some raised areas at tip which comes in contact with capsule.